Event description:
Event verbatim [preferred term] feeling a burning sensation/second degree burn on right shoulder [burns second degree], , narrative: this is a spontaneous report from a contactable consumer. A 24-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: dk2617, expiration date: feb2023, upc number 0573301502, from 10sep2020 to 10sep2020 for muscle cramps and neck pain. Medical history and concomitant medications were none. She used as instructed, and only had it on for 2 hours. The patient experienced feeling a burning sensation/second degree burn on right shoulder on (B)(6) 2020. Details were reported as follows: she took the product off and was feeling a burning sensation. Later that day, she had been working all day on the computer. Later that day she noticed an increased burning sensation which turned into a severe burning. She sent a picture to her doctor. Her doctor said it was a second degree burn. The burn worsened from it's initial state, but is now persisting. Her doctor told her to put ointment on it, and keep it covered. She uses it for muscle cramps and neck pain from sitting at a desk. She bought two different types, but only used from one box. The box she used out of had 3 in the box. She went to a chiropractor for her neck pain. She did not have sensitive skin or abnormal skin conditions. The color of the box she purchased was red. She had just used for one day, she opened one of them, and she messed up the placement so it wasn't sticky. She threw that one away, and put a different one on. She had one left. She had previously used other heat products for pain relief which included a heating pad and she had not previously experienced a problem/symptom with one of these products. She was not sleeping while wearing the product. She was not wearing several layers of clothing over the thermacare product. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride). She attached the adhesive to skin. She did not engage in exercise while using the product (for example, running, bicycling). She read the usage instructions on thermacare before she used the product. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. Burn is still there but not worsening just persisting. A sample of the product is available to be returned. The action taken with thermacare heatwrap was permanently withdrawn on 10sep2020. The outcome of the event was not recovered. Product investigation results were as follows: batch dk2617 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Site sample status was not received. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The citi search returned a total 7 complaints for the (nsw) 8hr products during this time period for the class/subclass. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event/negligible-minor for investigation. A citi complaint trend search was performed for the subclass adverse event/negligible-minor for investigation for (nsw) 8hr products. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/negligible-minor for investigation for (nsw) 8hr products. There is no further action required. There was deviation from sop-#, complaint trending guidelines, effective 24feb2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-#, action item pr-#. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible-minor received at the (site name) requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend per sop-# complaint trending guideline, effective 24feb2020. Refer to the lot trend chart attachment dk2617. On this basis, a trend is not identified in this batch. Follow-up (21sep2020): follow-up attempts completed. No further information expected. Follow-up (23sep2020): new information received from a product complaint group includes: product investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (08oct2020): new information received from the product quality complaint group included updated trending information. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Batch dk2617 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Site sample status was not received. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The citi search returned a total 7 complaints for the (nsw) 8hr products during this time period for the class/subclass. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event/negligible-minor for investigation. A citi complaint trend search was performed for the subclass adverse event/negligible-minor for investigation for (nsw) 8hr products. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/negligible-minor for investigation for (nsw) 8hr products. There is no further action required. There was deviation from sop-#, complaint trending guidelines, effective 24feb2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-#, action item pr-#. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible-minor received at the (site name) requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend per sop-# complaint trending guideline, effective 24feb2020. Refer to the lot trend chart attachment dk2617. On this basis, a trend is not identified in this batch.

Manufacturer narrative:
Product: thermacare neck, shoulder & wrist, lot number: dk2617, expiration date: feb 2023. Complaint sub-class: adverse event/negligible-minor. Reasonably suggest device malfunction: no severity of harm: n/a. Site sample status: received at the site on (B)(6) 2020. Summary of investigation: batch dk2617 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Batch/ process record review: review of the device history record (DHR) for this batch concludes all release requirements were met. Reserve sample evaluation: did not confirm reserved defect. Lot-specific trend identified? No. Expedite trend identified? No. Lot trend assessment & rationale: an evaluation of the complaint history confirms, that this is the first complaint for the sub class adverse event/negligible minor received at the site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend per sop complaint trending guideline, effective (B)(6) 2020. Refer to the lot trend chart attachment dk2617. On this basis, a trend is not identified in this batch. Expedite trend identified? No. Exped trend assessment & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope date contacted: (B)(6) 2017 through (B)(6) 2020, manufacturing site: pfizer site, complaint class: external cause investigation, complaint sub class: adverse event/negligible-minor. The citi search returned a total (B)(6) complaints for the (nsw) 8hr products, during this time period for the class/subclass. There were no complaints confirmed, to have a manufacturing related process root cause for a complaint of adverse event/negligible-minor for investigation. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/negligible-minor for investigation for (nsw) 8hr products. Refer to the 36-month attached trend chart for adverse event (nsw) 8hr (B)(6) 2017 to (B)(6) 2020. There is no further action required. Exped trend actions taken: there was deviation from sop, complaint trending guidelines, effective (B)(6) 2020. In which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed. Return sample evaluation: wrap is inside sealed pouch, opened pouch to inspect wrap, no obvious effects, pouch is sealed, no obvious defects, carton is open. Confirmed complaint sample defect? No. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating, the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the consumer return sample does not show evidence of a defective product. The plant has reviewed, this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term]: feeling a burning sensation/second degree burn on right shoulder [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer. A 24-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist). Device lot number: dk2617, expiration date: feb2023, upc number 0573301502, on (B)(6) 2020 for muscle cramps and neck pain. Medical history and concomitant medications were none. The patient used it as instructed, and only had it on for (B)(6) hours. She experienced feeling a burning sensation/second degree burn on right shoulder on (B)(6)2020. Details were reported as follows: she took the product off and was feeling a burning sensation. Later that day, she had been working all day on the computer. Later that day, she noticed an increased burning sensation. Which turned into a severe burning. She sent a picture to her doctor. Her doctor said, it was a second degree burn. The burn worsened from it's initial state, but was persisting. Her doctor told her to put ointment on it, and keep it covered. She uses it for muscle cramps and neck pain from sitting at a desk. She bought two different types, but only used from one box. The box she used out of had 3 in the box. She went to a chiropractor for her neck pain. She did not have sensitive skin or abnormal skin conditions. The color of the box she purchased was red. She had just used for (B)(6) day. She opened one of them, and she messed up the placement, so it wasn't sticky. She threw that one away, and put a different one on. She had one left. She had previously, used other heat products for pain relief. Which included a heating pad. And she had not previously experienced a problem/symptom with one of these products. She was not sleeping, while wearing the product. She was not wearing several layers of clothing over the thermacare product. She was not wearing a snug waistband/belt or similar or otherwise. Applied pressure over the area (for example, prolonged car ride). She attached the adhesive to skin. She did not engage in exercise, while using the product (for example, running, bicycling). She read the usage instructions on thermacare, before she used the product. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin), during the time the problem/symptom was experienced. Burn was still there, but not worsening. Just persisting. A sample of the product was available to be returned. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2020. The outcome of the event was not recovered. The product quality complaint group provided the following manufacturing site investigation results, that yielded no product quality issues. Product: thermacare neck, shoulder & wrist, lot number: dk2617, expiration date: feb2023. Complaint sub-class: adverse event/negligible-minor. Reasonably suggest device malfunction: no severity of harm: n/a; site sample status: received at the site on (B)(6) 2020. Summary of investigation: batch dk2617 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Batch/process record review: review of the device history record (DHR) for this batch concludes all release requirements were met. Reserve sample evaluation, did not confirm reserved defect. Lot-specific trend identified? No. Expedite trend identified? No. Lot trend assessment & rationale: an evaluation of the complaint history confirms, that this is the first complaint for the sub class adverse event/negligible minor received at the site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend per sop complaint trending guideline, effective (B)(6) 2020. Refer to the lot trend chart attachment dk2617. On this basis, a trend is not identified in this batch. Expedite trend identified? No. Exped trend assessment & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed. Scope: date contacted: (B)(6) 2017 through (B)(6) 2020. Manufacturing site: pfizer site. Complaint class: external cause investigation; complaint sub class: adverse event/negligible-minor. The citi search returned a total (B)(6) complaints for the (nsw) 8hr products, during this time period for the class/subclass. There were no complaints confirmed, to have a manufacturing related process root cause for a complaint of adverse event/negligible-minor for investigation. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/negligible-minor for investigation for (nsw) 8hr products, refer to the 36-month attached trend chart for adverse event (nsw) 8hr (B)(6) 2017 to (B)(6) 2020. There is no further action required. Exped trend actions taken: there was deviation from sop, complaint trending guidelines, effective (B)(6) 2020. In which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed. Return sample evaluation: wrap is inside sealed pouch, opened pouch to inspect wrap, no obvious effects, pouch is sealed, no obvious defects, carton is open. Confirmed complaint sample defect? No. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating, the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the consumer return sample does not show evidence of a defective product. The plant has reviewed, this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description. And the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (21sep2020), follow-up attempts completed. No further information expected. Follow-up ((23sep2020), new information received from the product quality complaint group included, investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (08oct2020), new information received from the product quality complaint group included, updated trending investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (15dec2020), new information received from the product quality complaint group included, updated investigation results from evaluation of consumer return sample. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The citi search returned a total 7 complaints for the (nsw) 8hr products during this time period for the class/subclass. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event/negligible-minor for investigation. A citi complaint trend search was performed for the subclass adverse event/negligible-minor for investigation for (nsw) 8hr products. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/negligible-minor for investigation for (nsw) 8hr products. There is no further action required. Batch dk2617 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received.

Event description:
Event verbatim [preferred term]. Feeling a burning sensation/second degree burn on right shoulder [burns second degree], , narrative: this is a spontaneous report from a contactable consumer. A 24-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: dk2617, expiration date: feb2023, upc number (B)(4), from (B)(6) 2020 to (B)(6) 2020 for muscle cramps and neck pain. Medical history included none. There were no concomitant medications. She used as instructed, and only had it on for 2 hours. The patient experienced feeling a burning sensation/second degree burn on right shoulder on (B)(6) 2020. Details were reported as follows: she took the product off and was feeling a burning sensation. Later that day, she had been working all day on the computer. Later that day she noticed an increased burning sensation which turned into a severe burning. She sent a picture to her doctor. Her doctor said it was a second degree burn. The burn worsened from it's initial state, but is now persisting. Her doctor told her to put ointment on it, and keep it covered. She uses it for muscle cramps and neck pain from sitting at a desk. She bought two different types, but only used from one box. The box she used out of had 3 in the box. She goes to a chiropractor for her neck pain. She does not have sensitive skin or abnormal skin conditions. The color of the box she purchased was red. She had just used for one day, she opened one of them, and she messed up the placement so it wasn't sticky. She threw that one away, and put a different one on. She has one left. She has previously used other heat products for pain relief which included a heating pad and she has not previously experienced a problem/symptom with one of these products. She was not sleeping while wearing the product. She was not wearing several layers of clothing over the thermacare product. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride). She attached the adhesive to skin. She did not engage in exercise while using the product (for example, running, bicycling). She read the usage instructions on thermacare before she used the product. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. Burn is still there but not worsening just persisting. A sample of the product is available to be returned. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2020. The outcome of the event was not recovered. Product investigation results were as follows: exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The citi search returned a total 7 complaints for the (nsw) 8hr products during this time period for the class/subclass. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event/negligible-minor for investigation. A citi complaint trend search was performed for the subclass adverse event/negligible-minor for investigation for (nsw) 8hr products. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/negligible-minor for investigation for (nsw) 8hr products. There is no further action required. Batch dk2617 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received. Follow-up (21sep2020): follow-up attempts completed. No further information expected. Follow-up (23sep2020): new information received from a product complaint group includes: product investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Product: thermacare neck, shoulder & wrist. Lot number: dk2617. Expiration date: feb2023. Complaint sub-class: adverse event/negligible-minor. Reasonably suggest device malfunction: no severity of harm: n/a. Site sample status: received at the site on 18sep2020. Summary of investigation: batch dk2617 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Batch/ process record review: review of the device history record (DHR) for this batch concludes all release requirements were met. Reserve sample evaluation: did not confirm reserved defect. Lot-specific trend identified?: no. Expedite trend identified?: no. Lot trend assessment & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible minor received at the site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend per sop complaint trending guideline, effective 24feb2020. Refer to the lot trend chart attachment dk2617. On this basis, a trend is not identified in this batch. Expedite trend identified?: no. Exped trend assessment & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: 11sep2017 through 11sep2020 manufacturing site: pfizer site/ complaint class: external cause investigation / complaint sub class: adverse event/negligible-minor. The citi search returned a total 8 complaints for the (nsw) 8hr products during this time period for the class/subclass. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event/negligible-minor for investigation. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/negligible-minor for investigation for (nsw) 8hr products, refer to the 36-month attached trend chart for adverse event (nsw) 8hr (B)(6) 2017 to (B)(6) 2020. There is no further action required. Exped trend actions taken: there was deviation from sop, complaint trending guidelines, effective 24feb2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed. Return sample evaluation: wrap is inside sealed pouch. Opened pouch to inspect wrap. No obvious effects. Pouch is sealed. No obvious defects. Carton is open. Confirmed complaint sample defect?: no. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the consumer return sample does not show evidence of a defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term]: feeling a burning sensation/second degree burn on right shoulder [burns second degree], narrative: this is a spontaneous report from a contactable consumer. A 24-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: dk2617, expiration date: feb2023, upc number 0573301502, on 10sep2020 for muscle cramps and neck pain. Medical history and concomitant medications were none. The patient used it as instructed, and only had it on for 2 hours. She experienced feeling a burning sensation/second degree burn on right shoulder on 10sep2020. Details were reported as follows: she took the product off and was feeling a burning sensation. Later that day, she had been working all day on the computer. Later that day she noticed an increased burning sensation which turned into a severe burning. She sent a picture to her doctor. Her doctor said it was a second degree burn. The burn worsened from it's initial state, but was persisting. Her doctor told her to put ointment on it, and keep it covered. She uses it for muscle cramps and neck pain from sitting at a desk. She bought two different types, but only used from one box. The box she used out of had 3 in the box. She went to a chiropractor for her neck pain. She did not have sensitive skin or abnormal skin conditions. The color of the box she purchased was red. She had just used for one day, she opened one of them, and she messed up the placement so it wasn't sticky. She threw that one away, and put a different one on. She had one left. She had previously used other heat products for pain relief which included a heating pad and she had not previously experienced a problem/symptom with one of these products. She was not sleeping while wearing the product. She was not wearing several layers of clothing over the thermacare product. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride). She attached the adhesive to skin. She did not engage in exercise while using the product (for example, running, bicycling). She read the usage instructions on thermacare before she used the product. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. Burn was still there but not worsening just persisting. A sample of the product was available to be returned. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2020. The outcome of the event was not recovered. The product quality complaint group provided the following manufacturing site investigation results that yielded no product quality issues. Product: thermacare neck, shoulder & wrist. Lot number: dk2617. Expiration date: feb2023. Complaint sub-class: adverse event/negligible-minor. Site sample status: received at the site on 18sep2020. Summary of investigation: batch dk2617 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Batch/ process record review: review of the device history record (DHR) for this batch concludes all release requirements were met. Reserve sample evaluation: did not confirm reserved defect. Lot-specific trend identified?: no. Expedite trend identified?: no. Lot trend assessment & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible minor received at the site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend per sop complaint trending guideline, effective 24feb2020. Refer to the lot trend chart attachment dk2617. On this basis, a trend is not identified in this batch. Expedite trend identified?: no. Exped trend assessment & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: 11sep2017 through 11sep2020 manufacturing site: pfizer site/ complaint class: external cause investigation / complaint sub class: adverse event/negligible-minor. The citi search returned a total 8 complaints for the (nsw) 8hr products during this time period for the class/subclass. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event/negligible-minor for investigation. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/negligible-minor for investigation for (nsw) 8hr products, refer to the 36-month attached trend chart for adverse event (nsw) 8hr 11sep2017 to11sep2020. There is no further action required. Exped trend actions taken: there was deviation from sop, complaint trending guidelines, effective 24feb2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed. Return sample evaluation: wrap is inside sealed pouch. Opened pouch to inspect wrap. No obvious effects. Pouch is sealed. No obvious defects. Carton is open. Confirmed complaint sample defect?: no. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. Evaluation of the consumer return sample does not show evidence of a defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.additional information received from product quality complaint group included severity of harm was provided as s3. Follow-up (21sep2020): follow-up attempts completed. No further information expected. Follow-up (23sep2020): new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (08oct2020): new information received from the product quality complaint group included: updated trending investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (15dec2020): new information received from the product quality complaint group included: updated investigation results from evaluation of consumer return sample. Follow-up attempts are completed. No further information is expected. Follow-up (14jan2021): new information received from the product quality complaint group included: severity harm assessment. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] feeling a burning sensation/second degree burn on right shoulder [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: dk2617, expiration date: feb2023, upc number 0573301502, from (B)(6) 2020 for muscle cramps and neck pain. Medical history included none. There were no concomitant medications. She used as instructed, and only had it on for 2 hours. The patient experienced feeling a burning sensation/second degree burn on right shoulder on (B)(6) 2020. Details were reported as follows: she took the product off and was feeling a burning sensation. Later that day, she had been working all day on the computer. Later that day she noticed an increased burning sensation which turned into a severe burning. She sent a picture to her doctor. Her doctor said it was a second degree burn. The burn worsened from it's initial state, but is now persisting. Her doctor told her to put ointment on it, and keep it covered. She uses it for muscle cramps and neck pain from sitting at a desk. She bought two different types, but only used from one box. The box she used out of had 3 in the box. She goes to a chiropractor for her neck pain. She does not have sensitive skin or abnormal skin conditions. The color of the box she purchased was red. She had just used for one day, she opened one of them, and she messed up the placement so it wasn't sticky. She threw that one away, and put a different one on. She has one left. She has previously used other heat products for pain relief which included a heating pad and she has not previously experienced a problem/symptom with one of these products. She was not sleeping while wearing the product. She was not wearing several layers of clothing over the thermacare product. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride). She attached the adhesive to skin. She did not engage in exercise while using the product (for example, running, bicycling). She read the usage instructions on thermacare before she used the product. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. Burn is still there but not worsening just persisting. A sample of the product is available to be returned. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2020. The outcome of the event was not recovered. Additional information has been requested and will be provided as it becomes available.